Manufacturer narrative:
.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgment occurred. While unpacking the 2.5x20mm express2 stent, it was noted that the stent had come off the balloon. The procedure was completed with another express2 stent. As there was no pt contact, no pt complications occurred. Pt status is satisfactory.